Event description:
On (B)(6) 2013, patient reported he's experienced hyperglycemia since he showered with the infusion device yesterday. There was no water in the battery or cartridge compartments. His blood glucose was 341 mg/dl, and his normal range is 90-130 mg/dl. He completed a bolus without the cartridge in the infusion device and was unable to tell if the piston rod moved. He switched to his backup infusion device using all new accessories prior to the call. Follow-up was completed on (B)(6) 2013, and he switched back to the alleged infusion device. Follow-up was completed again on (B)(6) 2013, and he's experienced hyperglycemia in the 300 mg/dl range since restarting the alleged infusion device. He was able to deliver boluses as treatment. He believes the insulin delivery of the infusion device is too low due to water contact. The infusion device, infusion set, cartridge, and adapter were replaced and requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.